Event description:
Manufacturer ref #: 221146.

Manufacturer narrative:
It was reported that the ventilator generated an internal power error and that pre-use check failed. There was no patient harm. During the service on site, our field service engineer was able to reproduce the failed leak test during pre-use check and observed a knocking sound during failure. He confirmed technical errors for an open safety valve and an internal power error and in the device logs and replaced the expiratory channel printed circuit board (pcb). After replacement, a pre-use check and functional tests passed and the ventilator was returned to clinical use. No part was returned for investigation. The evaluation of received devices logs confirms that errors for an open safety valve and an internal power error occurred once on (B)(6)2019 , immediately after ventilation start. The ventilator was immediately set to standby. Next, during tests 2019-06-07, a puc failed on the internal leakage, transducer and expiratory valve tests. After that the ventilator wasn't worked with until 2019-06-23 and the day after was service performed. Based on this information the date of event will be set to (B)(6)2019 . The confirmed technical errors indicate a power error and an safety valve detected as open without fulfilled opening conditions. The knocking sound that our fse heard probably came from the safety or expiratory valve. The expiratory channel pcb, that contains electronics for control of the safety and expiratory valve functions, was replaced as recommended in the service manual. The conclusion in this matter is that the replaced expiratory channel printed circuit board was defective. As no goods were returned for investigation, the root cause could not be determined.

Event description:
It was reported that the ventilator generated an internal power error. There was no patient harm. Manufacturer ref #: (B)(4).